Event description:
It was reported that a patient newly started on the ilet experienced rapidly falling glucose per sensor, with a sensor reading of 72 mg/dl followed by 63 mg/dl and no symptoms, while a concurrent fingerstick measured 96 mg/dl; the user was counseled on treating with 15 grams of fast-acting carbohydrates and was instructed to calibrate the sensor. Symptoms included no reported clinical manifestations of hypoglycemia. Outcomes included successful troubleshooting and education with sensor calibration and oral glucose administration. Investigation included remote assessment and user education on hypoglycemia management and device use. Investigation of this case revealed discrepant sensor readings compared with capillary measurement, consistent with a potential sensor accuracy issue addressed by calibration, with device function otherwise not confirmed to be in fault. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.